Manufacturer narrative:
Other applicable components are:product ID 3889, lot# j0436980v, implanted: (B)(6) 2004 explanted: (B)(6) 2010 product type lead product ID 3889-28 lot# j0436980v serial# implanted: 2004-09-22, explanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated the device she had implanted in 2004 worked great until sometime in 2010. Patient stated she moved to (B)(6) and she noticed the device wasn't working as effectively. Patient stated they thought the lead migrated or separated from the battery. Patient stated she thought it was determined the lead separated from the battery, so the stimulation was going into the tissue and not into the wire. Patient stated she had the device adjusted or replaced in 2010. The patient indicators use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.